Manufacturer narrative:
Upon receipt, the lead was found fractured approx. 18 cm distal to the is-1 connector pin as mentioned in the complaint description. All parts of the lead were received for analysis. The inspection of the returned fragments revealed a damaged insulation approx. 18 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The conductor coils were found fractured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Furthermore cuts in the insulation, deformations of the outer conductor coil and a bend in the distal part of the lead were noted. These damages most likely occurred during the explantation procedure. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this lead was verified as fractured under fluoroscopy. It was suspected to be subclavian crush and a patient anatomy issue.